Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an open along the white pulse wire inside the trunk cable. The cause of the test failure is the open pulse wire. The root cause of the open pulse wire is excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the a patient was experiencing adjust belt messages.